Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that testing the external pulse generator (epg) found the device had "a malfunction of pacing". It was indicated on the paperwork that there was no patient involvement.

Event description:
It was reported that testing the external pulse generator (epg) found the device had "a malfunction of pacing". It was indicated on the paperwork that there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The epg passed functional testing, however, the pacing cable was out of specification.